Event description:
The customer reported being hospitalized due to high blood glucose of more than 400mg/dl. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer also mentioned that she had a bent cannula the day of the event and the insulin pump did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.